Manufacturer narrative:
The product was not returned to the MFR for evaluation.

Event description:
During a laparoscopic appendectomy procedure, pneumoperitoneum leaked from the instrument. The surgeon used another device to complete the procedure. The hospital has reported that no pt injury occurred.